Event description:
It was reported that an unspecified malfunction alarm occurred. The customer continued to use the pump for insulin therapy. Reportedly the customer declined troubleshooting with tandem technical support. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.